Manufacturer narrative:
Continuation of d10: product ID b35300, serial# (B)(6), implanted: (B)(6) 2026, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient implant was explanted on (B)(6) 2026. High impedances noted. High impedances (3,974 ohms) were noted at the time of replacement on contact 0. Implantable neurostimulator (ins) was being replaced due to normal depletion. Impedance remained at 3,900 ohms with new ins. Hcp opted not troubleshoot further since patient is not using contact 0 for therapeutic programming. Also - left ins displayed 2,343 ohms at replacement. Ins was replaced due to normal depletion. Impedances were normal on contact 0 (1,029) on left ins with replacement.